Event description:
It was reported that patient experienced discomfort (described as pain) located at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein, the ipg was explanted and replaced which resolved the issue.